Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, resulting in blood leakage, and one (1) tube underfilled. There were no health impacts or consequences reported for the patient or the user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid ((B)(6) - short fill (1575)). Investigation summary: bd received 3 photos for investigation. The photos were reviewed and two samples showing underfill and one sample displaying a long crack down its side were observed. A total of 20 retained samples were functionally tested for low or no draw, and all samples were found to be within specification. Additionally, 30 retained samples underwent visual inspection for damages, and none failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes damaged tube and underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, resulting in blood leakage, and one (1) tube underfilled. There were no health impacts or consequences reported for the patient or the user.